Manufacturer narrative:
The provider was not aware if the unit has ever received preventative maintenance. It has been determined that the cause of the failure in aging devices (outside of their 8-year life expectancy, as is the case for this lift) is likely due to improper maintenance and/or placement of the bushing during initial assembly/maintenance by the purchaser of the lift. If the bushing is not in place then the metal-to-metal contact, between the shaft extension of the actuator and the shoulder bolt, will cause wear after considerable use. Review of current packaging confirmed that the bushing is assembled onto the shoulder bolt/nut on the lift boom when shipped from invacare's manufacturing site. The maintenance safety inspection checklist within the lift owner's manual instructs to inspect the hardware connecting the actuator assembly to the mast and boom and to check for wear or deterioration every 6 months for in-home units and every month for institutional units. Any defective parts should be replaced immediately. A replacement actuator was sent to the dealer for servicing of the lift, and the broken actuator is expected to be returned to invacare for evaluation.

Event description:
The provider reported that the patient's mother alleged that she was transferring the patient from his bed to his wheelchair using the rpa450-1 lift when the actuator broke at the attachment point to the mast, causing the patient to drop back onto the bed.